Event description:
The employee actibvated the safety device post collection of blood. Once the needle was retracted blood continued to leak from the safety shield, filling the employee's glove with blood.

Event description:
Add'l info rec'd from MFR 10/10/04: market surveillance: collection of info regarding this particular device (product/lot): no other adverse feedback was received from the market in regards t this particular lot. The phenomena of leakage due to a crack in the luer adapter portion was observed by one particular customer only. Communication with effected customer and consideration of the use of the product at that particular location. Research showed: that the device is used in conjunction with a holder of a different brand than co's. This holder may not be perfectly suitable for this device and undue force may have to be applied for the connection of that holder with the luer part of the blood collection set. That disinfectant solution is used by the customer. Evaluation of the defective piece as well as samples from the customer, and research of production documentation. The result of the evaluation showed: there was no indication on the basis of the production records which could explain the defect observed. No defect could be found on the returned unused samples. Stress tests were applied to the connector piece of the samples, no cracking occurred. Tests carried out showed however that if disinfectant solution is applied to the luer adaptor connector, this makes the material of the luer adapter more prone to cracking. It was possible to duplicate the defect under such conditions. Conclusion: the defective, contaminated sample co received clearly confirmed that the blood leakage had been caused by a crack of the luer adapter which is part of the set. However, investigation did not show a defect on the product but indicated the possibility that there had been a malfunctioning either due to the use of an incompatible holder, or an accidental contamination of the blood collection sets by disinfectant solution. This should not generally occur as the instruction manual states that the venipuncture site is to be prepared with antiseptic and co believes that this might have been completely accidental and unintended. There is no such statement in the labeling for the device (occurrence of such events). The number of usual occurrence is something co determines on the basis of regular market surveillance. This shows that over the last 4 years, there has been one other case of malfunctioning of this product, resulting in leakage. In that case, a production defect was found and the effected batches recalled. Expected and observed frequency / severity of the occurrence for this reported incident with this device: there were three observations made with sets of that particular lot, all of them by the same end customer.